Manufacturer narrative:
A product sample was received for evaluation. A visual evaluation of the returned sample indicate showed a nonconforming probe because the cutter is in the closed-port position. Functional evaluation was performed and determined probe was deemed nonconforming because the cutter would not move and the cutter remained in the closed-port position. The probe was disassembled and the components inspected. There was no resistance felt when removing the inner cutter from the needle because the extension pulled out of the coupling. A device history record review for the probe lot was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. The complaint evaluation does confirm the probe had a quality issue that resulted in the reported complaint ¿cutter was not working¿. The root cause for the failure was due to the separation of components within the probe. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter was not working during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for this event.